Event description:
It was reported that a cartridge alarm occurred during the load sequence.the customer was unable to successfully load a cartridge and resume insulin therapy as the cartridge alarm recurred.the customer reverted to an alternate pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.